Event description:
It was reported that the insertion of the device was uneventful. As the needle and guide wire were withdrawn from the catheter, a 1cm piece of the guide wire separated and was retained in the subcutaneous tissue. It was decided not to remove the piece of wire due to the pt's very serious condition. The pt expired later of causes not related to this incident.